Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that interaction with the anatomy/other devices and/or inadvertent mishandling resulted in the reported tip break; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 - device available for evaluation updated from ni to no.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during use with the 5.0x60mm absolute pro self expanding stent system (sess) the guide [tip] of the stent delivery system broke. Another stent was used to continue the procedure. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.